Event description:
Listed MFR is not "licensed" to custom MFR wheelchairs, according to other (un-named) wheelchair suppliers. Complainant's 3-year-old child has an unnamed condition and they spent $4500 for this custom chair (special straps and supports) which is not suitable for the child. She said her child hyperextends, and cannot use the chair. When she has taken the chair to other mfrs, they tell her they cannot modify it because it was custom made.